Event description:
It was reported that prior to starting a davinci si surgical procedure, the customer noted a 'frayed wire at the tip' of the pk dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was found with frayed pitch cable at distal clevis hub. Instrument passed electrical continuity test. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.